Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no escape, act and down buttons response due to corroded keypad traces. No button error alarm note during our testing. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer's relative reported via phone call that the insulin pump alarmed button error while the customer was at a school dance. The customer's blood glucose was 208 mg/dl. The caller did not observe any significant events leading to the alarm. The caller noted that the customer had kept the insulin pump in her bra leading up to the event. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.